Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse reported via phone call of hospitalized high readings. The customer's blood glucose reading was 1500 mg/dl. The customer was treated with IV insulin at the hospital. The customer was found on the hotel floor unconscious. The customer was hospitalized for diabetic ketoacidosis. The customer declined to troubleshoot for the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called to make sure that the call he made was recorded. The customer stated that he ended with a blood glucose reading of 1005 mg/dl. Advised the customer that the legal department would be contacted, and they would be calling him. Customer agreed and understood.